Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and customer reported that the system was not booting up. The customer tried resetting the system, the ups, the breakers, and the shunt trip. The philips field service engineer (fse) inspected the system onsite and found it was already operational. Fse checked the system log files, and no issues were found. The wall breaker in the room was reset by the customer, which temporarily resolved the issue. The same issue reoccurred; fse replaced the pdu control unit and found that ups was the cause of the problem. The ups was replaced. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system the system is not booting up. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.